Event description:
It was reported to nevro that a patient was admitted to the hospital due to infection post implant. The patient completed a course of antibiotics and was recovering well. The patient is being monitored for recurring symptoms.